Event description:
As of the date of this report, the patient was in the hospital, bed bound, requiring full nursing care around the clock. The patient was ¿in severe pain with huge wounds, had advanced ms (multiple sclerosis), and severe contractures¿. Per the reporter, this was the patient¿s typical condition and why the patient had the pump; the patient¿s condition was not related to any problem with the pump. The pump low reservoir alarm date was (B)(6) 2014. The reporter was trying to find a physician that would come to the facility and refill the patient¿s pump. The patient had no symptoms or complications as of the date of this report. The device system was delivering compounded baclofen and morphine. It was later reported that as of (B)(6) 2014, the pump had not been refilled and they were making plans to replace meds if the pump didn¿t get refilled. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received. It was indicated that the patient¿s pump had been refilled.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l61547, implanted: (B)(6) 2000, product type catheter. (B)(4).